Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the screen needed recalibration. The cursor was slow to respond to the stylus intermittently and the programmer had sluggish performance. The hard drive health was less than 100%, programmer needs new hard drive. The electrocardiogram (ECG) connector on link electronic module (lem) was loose. The hinge plate screws were missing. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen needed recalibration. The device returned into service. There was no patient involvement.